Event description:
It was reported that within two months of implant, the patient received inappropriate shocks, with p-wave and qrs sensing due to a lead dislodgement. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the impedance on the lead was undefined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.